Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a thermocool smarttouch catheter and the patient experienced a stroke. A patient who had a pvi (pulmonary vein isolation) ablation procedure on (B)(6) had a stroke on (B)(6). The procedure was initially mapped with varipulse, but due to the la (left atrium) anatomy the physician decided to continue mapping with pentaray and do the ablation with stsf catheter. No ablation with varipulse was performed. The physician's opinion on the cause of the adverse event is patient condition. Procedural act (activated clotting time) was >300. There was no evidence of thrombus/clot/char during the procedure. It was reported that patient had a symptomatic stroke and the symptoms are ongoing. Patient required extended hospitalization. The patient does not have history of previous stroke.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 3-apr-2026, the product investigation was completed as the complaint device was not returned. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. Additionally, it was identified per internal review on 22-apr-2026 that the following statement was mistakenly omitted from h11: "d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available." If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).